Event description:
It was reported during the implant procedure that it took 18 turns to deploy screw (helix) and similar number to retract it back on the table. Further attempts to advance screw unsuccessful. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however, the connector pin was bent and the returned stylet was also bent.